Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information provided, the coag pedal of the vapr 3 footswitch was not working anymore. The complaint device was received and evaluated; visual inspection reveals that the device is in normal usage conditions with few dent marks on the right of the pedal. The cable is in good condition. The connector pins are in good condition as well as the connector. When performing the functional test, the foot pedal was connected to a vapr vue test generator, an s90 electrode was connected to the generator and submersed in a container of saline. The ablation and coagulation pedals were activated for 1 minute each, the electrode worked as intended under ablation function, but did not work under coagulation mode. Therefore this complaint can be confirmed. A possible root cause for the non working coagulation pedal can be attributed to the age of the device and heavy use causing internal wear of electrical components. However, this cannot be conclusively determined. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep via phone that during a shoulder scope, the coagulation pedal of the vapr 3 footswitch was not working anymore. During in-house engineering evaluation, it was determined that the device did not work under coagulation mode. The procedure was completed by using a hand control. No patient consequences or surgical delay reported. No additional information was provided.